Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composite mesh (composix) on 12-apr-2010 and phasix mesh on 05-nov-2021. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.